Event description:
Dr removed the remains of an epidural catheter from the back of a pt that had snapped off when attempting to insert. The concern expressed by dr is that this catheter had no radio-opaque markings by which to find the catheter under x-ray. Therefore dr had to dig inside a patient for an extended period of time in order to find the catheter. When he finally found the catheter, 15cm was retrieved. It would seem to me that if there is a chance of this type of catheter being snapped off inside of a patient, then perhaps there would be a product on the market that would be x-ray detectable. All items are included in the tray and it is part of the (B)(4). Reason for use: part of the procedure.